Manufacturer narrative:
Hamilton medical ags conclusion: root cause: under investigation.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).